Event description:
Needle failed to retract and extra care was not exercised, as the nurse dropped the needle, and it stuck in her left knee.

Manufacturer narrative:
A root cause analysis could not be determined as the sample was not available for the investigation. The device history could not be reviewed as the lot number is unknown. CAPA (B) (4) has been completed to investigate the causes of glue placement. Quality trending reports provide evidence that misplaced glue was a contributor to the non-retraction. This CAPA investigated the potential causes, reduced the glue placement defects and documented the solutions for better manufacturing control on the insyte autoguard lines. (B) (4)